Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged post-implant. The dislodgement was confirmed by fluoroscopy. Loss of capture was noted. A reposition procedure was performed. The results were very good and the measurements obtained were that the p-wave was 1.8mv, the impedance was 562 ohms, and the threshold measurement was 0.6 volts. The patient was stable. No adverse patient effects were reported.